Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion service representative went on-site to evaluate the suspect device. The reported issue was confirmed as the device was no returning the set volumes and the transducer values were drifting. Carefusion recommended that the customer return the device to factory service for repair but the customer has declined and stated that they will repair the device themselves. At this time, the repair and evaluation has not been completed and if the suspect device/component is returned to carefusion, further evaluation will be performed and a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit is over pressurizing. The customer reported during pre-use checks the ventilator is not inflating the test lung consistently and there is a transducer fault displayed. The customer reported there is no patient involvement associated with the event.